Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged resulting in phrenic nerve stimulation. This lead was explanted and discarded. As the subclavian access was thrombosed, it was not possible to implant a new lead. Therefore, the device was reprogrammed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.